Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ a greek multicentre study assessing the outcome of late rupture after endovascular abdominal aortic aneurysm repair¿. Moulakakis kg, lazaris am, georgiadis gs, kakkos s, papavasileiou vg, antonopoulos cn, papapetrou a, katsikas v, klonaris c, geroulakos g; eur j vasc endovasc surg. 2024 may;67(5):756-764. Doi: 10.1016/j.ejvs.2023.12.025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿a greek multicentre study assessing the outcome of late rupture after endovascular abdominal aortic aneurysm repair¿. The time frame of this study was over a fourteen year period. Multiple manufactures products were implanted. Endurant and talent stent grafts were implanted in the patient population. This study aimed to analyse the causes and outcomes in patients with aaa rupture after evar. 70 patients were included in the study. The following adverse events occurred: rupture, cardiac arrest, aneurysm enlargement, blood loss, intervention including explant no further information was provided pertaining to medtronic products.